Event description:
It was reported that the 6949 sprint quattro leads commonly have impedance increases yet no sensing or pacing threshold problems. Dr (B)(6) would like to investigate this noted behavior more thoroughly. No patient or specific lead involvement.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.